Event description:
It was reported by the aci vascular closure specialist (vcs) that a female patient underwent an interventional coronary procedure on (B)(6) 2013. Peri-procedure, the patient was anti-coagulated with amax, aspirin and plavix. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. Hemostasis was achieved successfully with no complications noted. The date of the patient's discharge is unknown. On (B)(6) 2013, the patient presented to the ER (emergency room) with redness, pain and oozing in her groin/access site. The physician described this event to be a local reaction. The physician noted that the patient had no fever and the patient's wbc (white blood cells) was not elevated. An incision and drainage was performed by the surgeon with success. A culture test was taken which came back (B)(6). The physician reported that the access site may have been infected due to the patient not having proper hygiene. The patient was discharged from the hospital on (B)(6) 2013, with no further complications noted. The physician reported that the patient was hospitalized due to the local reaction which he believed was caused by the mynx device/mynx procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.